Event description:
It was reported patient's leads were not placed at optimal positions to provide patient sufficient coverage. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.